Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill message when changing the customer's cartridge. The customer's blood glucose level was 236 mg/dl. The contact loaded a new cartridge successfully.